Event description:
Complainant alleged that while defibrillating a patient (age and gender unknown), the defib electrode pads were attached to an associated defibrillator. Upon discharge, a small spark was seen underneath the anterior electrode pad. The pads were removed and re-applied to the patient to continue treatment. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.